Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the occurrence of a cs-078 call service alarm was verified using the black box and history data. Related to the reported issue, a cs-064 call service alarm, which, like a cs-078 call service alarm, pertains to motor function, was observed during the investigation. The pump case was removed, and corrosion was found on the motor flex connector; this device failure directly caused the reported issue. The battery compartment was cracked from the grip pad to the case seal; the relation of this device failure to the reported issue could not be determined, as a leak test was not performed. A battery cap was not returned with the pump; a test battery cap was used during the analysis.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that a cs-078 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.